Event description:
Philips received a complaint by the customer on the v60 indicating that the unit failed resistance safety test and end cap bezel needs replacing. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report the unit had failed the resistance safety test and the end cap bezel requires replacement. The customer followed up with the rse and informed the rse that another technician had performed testing and confirmed that there were no issues. No further action is required. The customer informed the rse that another technician had performed testing and confirmed that there were no issues. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.